Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional reported the ins reached eos on (B)(6) 2017.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins depleted too quickly per the hcp¿s opinion. A factor that contributed to the event was normal use of the ins. Amplitude was around 0.5-1.5v with monopolar use, normal impedance, and using cycling mode. Troubleshooting was performed, normal telemetry with nothing out of the ordinary. No patient symptoms were reported. Surgical intervention was planned, not scheduled, to replace the ins. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was additionally received from the rep reporting the past impedance measurements. Impedance measurements on (B)(6) 2015 were: c <(>&<)>3 4077, 0<(>&<)>3 4296, and 1<(>&<)>3 4148. Impedance measurements on (B)(6) 2016 were: c<(>&<)>3 4150, 0<(>&<)>3 4364, and 1<(>&<)>3 4235. Impedance measurements on (B)(6) 2017 were: c<(>&<)>3 3999, 0<(>&<)>3 4225, and 1<(>&<)>3 4056.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found the ins had reached end of service and the expected longevity was not met. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion codes has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.